Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-15924 it was reported that the pacemaker and right atrial lead exhibited sensing intermittently and under-sensing. No intervention was performed.

Manufacturer narrative:
Correction: the complaint codes should have been under-sensing only, rather than under-sensing and sensing intermittently.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial (ra) lead exhibited under-sensing. Programming changes were made. The patient was in stable condition.